Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue pull off suture needle? There is no consequence due to the issue pull off suture needle.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device qj2aqq and no non conformances / manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffer from any consequence due to the issue pull off suture needle? Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 ¿g/m.

Event description:
It was reported that a patient underwent childbirth on (B)(6) 2021 and suture was used. During the procedure, after the delivery, when the doctor sutured the vulvar skin, the problem of pull off suture needle happened. The needle was found in the subcutaneous tissue layer, and a new absorbable suture was replaced for sewing and completed the surgery. There were no adverse patient consequences reported. No additional information could be provided.